Event description:
During a laparoscopic suprarenalectomy, the applier two or three malformed clips which fell into the pt's abdominal cavity. It is unk if the clips were removed. The case was finished by using a different er320. There were no adverse pt consequences.